Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of lumbar spinal stenosis. It was reported that intra-op, while inserting cage into l4/ 5, since the knob of the inserter started to rotate, it was attempted to fix again, but the screw thread of the cage broke and it was unable to be fixed, so it was replaced. There were no patient symptoms or complications associated with this event. The intervertebral space was not narrow, but as soon as the cage was started being inserted, the grip of the inserter became loose. It was attempted to tighten again, it was unable to grip, so a new one was opened and used. The new opened cage was placed with the same inserter without problems.

Manufacturer narrative:
Product analysis #visual and microscopic examination identified the threads of the inserter interface to be stripped off, with evidence of deformation on the face of the implant or hole diameter. The nose of the implant as witness marks in the center. The above observations are consistent with significant impact during attempted assembly. Fdm and fdr codes updated as per analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.